Manufacturer narrative:
(B)(4). Approximate age of device ¿ 6.5 months. The patient remains on vad support. A correlation between the device and the reported infections could not be determined. It was reported that the patient had not changed the wound dressing for approximately one month. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient presented with a driveline infection extending into the pump pocket. According to the vad coordinator, the patient was discharged and lacked psychosocial support. It was also reported that the patient did not change his wound dressing for approximately one month. The patient was treated with IV antibiotics, wound debridement several times a week at the pump pocket site, and application of wound vacuum-assisted closure (vac). The patient is being continually monitored and remains ongoing on lvad support.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient is still hospitalized and now septic from chronic infections. The patient is intubated and on continuous renal replacement therapy for end organ issues failure.